Event description:
It was reported that the pump screen charging port was damaged. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance from technical support.